Manufacturer narrative:
No further information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through the evaluation of the submitted log files as they had appeared to be overwritten by pulsatility index (pi) events. The account communicated that the low flow alarms were due to hypovolemia and the fixed motor speed being set too high. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2023. Of note, the log file captured several pi events that would have overwritten older events, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor", describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. This section also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further explains that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of this patient handbook, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿ contains information on what do in case of an emergency. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that an echocardiogram (echo) was performed, which showed that the inflow cannula placement was not blocked. The low flow alarms were determined to be caused by hypovolemia and the pump speed being set too high. The patient was scheduled for bloodwork and would be sent for a gated cardiac computed tomography (CT) procedure as an outpatient (op) once their creatinine (cr) levels decreased. The patient was reportedly doing well at home and was scheduled for a follow-up clinic visit.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter phone number: (B)(6).

Event description:
It was reported that there was data missing from the log files. The data had been overwritten by pulsatility index (pi) events and the monitor only showed data back to 31mar2023 at 10:30 a.m. It appeared that the pi events had overwritten low flow events. It was thought that the patient's inflow cannula had potentially moved. Images were taken and compared to images from 6 months prior and it appeared that there was a difference in the placement of the cannula. The patient was brought to the critical care unit. The patient's pump speed was decreased and their medication was adjusted. It was also noted that the low flow events were a result of hypovolemia. On (B)(6) 2023, the patient was discharged home.